Manufacturer narrative:
Pending evaluation.

Event description:
Approximately 5 yrs postop the initial bilateral tka, this female patient underwent revision surgery by in which an exactech knee system was implanted to replace the exactech knee system in her right knee for including pain and lack of mobility.

Manufacturer narrative:
H11. B5. The right knee was incorrectly reported. The case was filed for the left knee; there is no complaint against the left knee. H11. H 1. Type of reportable event is na h11. This MDR was filed inappropriately, there is no complaint against the implanted device for the left knee.

Event description:
There is no appropriate complaint against the left knee. This is not a complaint.